Event description:
A dialysis facility nurse reported that approximately thirty minutes after the start of a treatment on a meridian hemodialysis machine, the pt experienced a sudden onset of shortness of breath, chest pain and a burning sensation in the throat. Foam or air bubbles were noted in the venous line below the drip chamber. There was no air detector alarm. The bloodlines were manually clamped and the blood was recirculated to the pt. The pt was placed in the trendelenburg position and administered oxygen via nasal cannula. The blood pressure at the time was 146/77. 0.4 mg sublingual nitroglycerin was administered and the pt was sent to the emergency room and reportedly has recovered. Treatment parameters consisted of 300 ml/min blood flow rate, 700 ml/min dialysate flow rate, 4-hour intended treatment time, pre-pump arterial pressure monitoring. Pt access: arm catheter.